Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and could not replicate the reported issue. The system performed as intended. Rebooted the system and it came right up. The system is operational at this time.

Event description:
A medtronic representative reported that outside of a procedure, it was reported that during calibration of the imaging system, the system will no longer power on. The system was rebooted after performing a geo-cal and the system became stuck with the pendant displaying, "system booting please wait" for 15 minutes. No clinical impact as no patient was present when this issue was identified.